Manufacturer narrative:
D4 gtin: serial number is unknown.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. No information was available regarding adverse consequences, surgical delay or medical intervention.